Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the scissors do not fully close due to blade damage. As a result, the blades do not cut through their entire length, failing the cut test. One blade edge has an indentation near the midpoint that creates a mechanical stop for the other blade when closing. The damage to blade is most likely due to mishandling or misuse. Engineering also observed the distal end of main tube has a 1.35" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.

Event description:
It was reported that the tips of the monopolar curved scissors instrument will not close. No add'l info was provided. No pt harm, adverse outcome or injury was reported.